Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was able to verify the customer's reported issue. Bench testing revealed a malfunctioning flow valve. The service technician replaced the flow valve and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 was delivering more tidal volume than what was set. When the technician would increase the inspiratory time, the ventilator would deliver more than the setting. The ventilator was set to deliver 1500 mls and would deliver 1900 mls. The customer confirmed that there was no patient involvement associated with the reported issue.